Event description:
The customer reported that the insulin pump alarmed motor error. No blood glucose reading provided. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder out of phase. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.